Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver vibrating continuously. No additional patient or event information is available. The complaint device was returned for evaluation.  The device was visually inspected and no defects were found. The receiver was charged and "call tech support" was displayed on screen. The receiver data log was downloaded and evaluated with screen error alarms and hardware errors observed. The receiver case was opened for internal inspection and it failed with an activated moisture detection sticker and moisture damage visible on main board (battery connection). The event of receiver vibrating continuously was confirmed due to error icon displayed.  The root cause is moisture damage. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.